Manufacturer narrative:
Please refer to the attached report since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 90 months (7 years 5 months). The implantation duration was 104 months, which is higher than 75% of the estimated overall longevity (75% of 90 months = 68 months). Based on hrs guidelines, normal battery depletion occurred.

Event description:
Reportedly, the doctor is asking if the battery depletion of the device is correct. It seems that implant date was not available, and patient was coming from a different hospital. Device was replaced around 16/3/2026.